Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The expiratory cassette membrane was suggested to be replaced, however no feedback was received whether the issue solved the problem. No log files or service report has been provided. No parts have been confirmed replaced nor returned for technical investigation. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
Manufaturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on site and the expiratory channel printed circuit board (pcb) was determined defective and replaced which solved the issue. No log files have been provided and the expiratory channel (pcb) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.